Manufacturer narrative:
G4: 07jan2020. B4: (B)(6). The service technician confirmed the battery out of compliance over 2 ½ years old and no parts available as unit out of support end life. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/06/2019.

Event description:
The customer reported high oxygen (o2) alarm. The service technician confirmed the unit will not calibrate the o2 sensor during extended-self test (est). The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.